Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap gastric bypass procedure, on the third firing, using a blue cartridge to close the jejunojejunostomy, the staple line was incomplete distally. Further firings with the same stapler were all fine, including thick tissue firings on the stomach. She completed the staple line by hand-sewing it. There were no patient consequences. The device was discarded.